Manufacturer narrative:
Additional information was added to d10, h3 and h6 (replace 4114 with 10, 3221 with 114). H10: the device was received for evaluation. The upper left was cut where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the lower left of the bag approximately 0.5 inch above the left side shoulder port weld. Additional magnified inspection verified a tear/hole on the location of the leak. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from august 11, 2019 - august 13, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a leak from an unspecified location. The issue was identified during setup and preparation prior to patient use. The product was replaced with a new product. There was no patient involvement. No additional information is available.